Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that the m300 intermittently shut down while in use. The pt would reportedly be discharged when the m300 shut down. It was further reported that this symptom was usually observed if the pt was ambulatory. The m300 was examined by the hospital biomed who reported the battery appeared to be fully charged and that the m300 would sometimes display a 'check internal battery' message when powered back up after a shut down. There was no pt injury reported. (B)(4).